Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2019-21867. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Health professional reported rupture and capsular contracture, baker grade unknown for an unknown side. Additional information noted, right side had breast "enlargement and pain upon palpation of small 2 confluent masses at the surgical incision level. Suggestive increase due to inflammatory reaction by silicone." Additionally, the physician noted "torpid right breast with redness inflammation and pain being handled with anti-inflammatory and analgesics." "The previous (redness, inflammation and pain) persisting, adding to the palpitation the presence of viscous fluid at the level of the inframammary groove suggesting an inflammatory reaction by silicone gel that is secondary to implant rupture." The device remains implanted.